Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain with the stimulation on. The patient reported that it felt like their ins was moving or flipping in the pocket. All impedances were within normal limits and reprogramming was unsuccessful. An x-ray was performed, and it was determined that the left lead had moved down two vertebral bodies and the right lead had moved down one vertebral body. A revision was planned to implant a paddle lead for inferior t7 ¿ superior t9. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the painful stimulation was not determined. It was reported that the percutaneous leads would be replaced with paddle leads 2 weeks after the date of the report. No further complications are anticipated.